Event description:
It was initially reported that the site received the error message "cmos battery gone." They had received an updated programming system, so they wanted to return the laptop and software. The programming system was returned to the MFR for analysis, which has yet to be performed.